Manufacturer narrative:
The na electrode serial number is (B)(6) with an expiration date of 06-aug-2025. The customer stated that the calibrations and qcs were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable na electrode result from one patient sample tested on the cobas 6000 c501 module. The initial na result was 198 mmol/l. The first repeat result was 140 mmol/l. The second repeat result was 140 mmol/l. The initial result was not reported to the patient or clinician, as it was inconsistent with the patient's result history and diagnosis. The repeat result was reported.